Manufacturer narrative:
The customer reported 2 roller clamps when there should be 3, and returned a photo of an unopened set of material 42081e, lot 23039150. The set was examined, and the complaint of missing roller clamp was verified. The manufacturing site found the root cause for missing roller clamp to be related to misuse of clamp fixture by the assembler. A work order was released 21sep2023 to carry out an inspection of fixtures and to fix any damages. A quality alert was issued 25sep2023 to communicate and reinforce to production personnel the escalation process for damaged fixtures and to re-train correct procedure. Device history record review for model 42081e lot number 23039150 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite gravity blood set was missing a component the following information was received by the initial reporter with the following: verbatim: gravity set is supposed to have 3 roller clamps but it only has 2.